Event description:
Philips received a complaint on the intellivue mp5 indicating the customer was performing preventive militance and when they removed the power cord the unit did not fully alarm that the power was lost; customer requested part number and list price for the for a new main and speaker assembly. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided part and supplies information about the speaker assembly and main board to resolve the issue. The customer was provided with part and supply information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.